Event description:
Three thyroid shields mfg with contaminated lead. Shields have not been tested but were on list of catalog numbers on recall notice for this problem. Shields have been in use since feb, 97.